Manufacturer narrative:
Upon receipt of the pedal foot switch at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the single pedal foot switch bottom was missing two rubber feet. The cable was cut in several places. The connector was in pieces. Gray insulation was pulled back, exposing the internal wires, and pins were bent. The reported allegation was confirmed. The foot switch was replaced, and after replacement, the console's functionality was restored. Based on all available information, the most probable cause was determined to be cause traced to component failure.

Event description:
It was reported that the laser is not firing. The laser was restarted 3 times, the fiber was replaced, the footswitch was unplugged and replugged, but the issue persisted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the laser is not firing. The laser was restarted 3 times, the fiber was replaced, the footswitch was unplugged and replugged, but the issue persisted. The procedure could not be completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.